Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, the lead had high impedance greater than 4000 ohms and no capture. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.